Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number lot number provided.

Event description:
Prodisc pt assistance line reported that pt implanted on (B)(6) 2011 reportedly had infection during surgery, has a "kink" in his neck, and believes the device was implanted "crooked". Pt went to implant surgeon on (B)(6) 2012 and was reportedly advised to return for a 6 month follow up. Pt called prodisc pt assistance line to obtain a new surgeon referral and wants the implant corrected.